Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in faulty force sensor system. The pump was unable to confirm excessive no delivery alarm test due to prime anomaly. The pump passed displacement test. The motor tested ok. No motor error alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a motor error and no delivery from the insulin pump. The customer's blood glucose reading was 280 mg/dl. The customer treated before the call. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer was advised to replace the plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer was advised to try a new reservoir and run manual prime. The customer stated that the pump did not alarm no delivery with manual prime. The customer will be sent a replacement pump.